Manufacturer narrative:
Device manufactured between may 08, 2017 to may 09, 2017. The device was received for evaluation. A visual inspection was performed, and it was noted that there was loos white particulate matter (pm) inside the lower center of the bag. Visual inspection using magnification also observed the loose white pm. Pm analysis was performed, and stereomicroscopic examination revealed the presence of a single colorless, polymeric appearing, irregularly shaped particle that moved freely within the interior of the empty container. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified particle was observed in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to patient use. There was no patient involvement. No additional information is available.